Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 33 mm xience prime stent was deployed in the lesion. After deployment, a proximal edge dissection was observed. A new xience prime stent was deployed to cover the dissection. Post-dilatation was performed, and the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects intimal dissection of the coronary artery is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.